Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, haptic was broken off when inserted in to the eye and unable to reposition lens in the eye. The surgeon had to do a posterior vitrectomy to be able to remove the lens and replace it with another lens during initial procedure. Additional information has been requested.